Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had dislodged and exhibited placement difficulty, one week post implant. The lead was attempted to be repositioned without success, and was subsequently explanted and replaced. No patient complications have been reported as a result of this event.